Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve paralysis (pnp) that did not recover. The case was aborted, and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that 9 applications were performed with a balloon catheter, 2af284 with lot number 47308 without any issues on the date of the event. A clinical issue (phrenic nerve injury) were encountered during the procedure. The balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance of the balloon catheter. If information is provided in the future, a supplemental report will be issued.